Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump. It was reported that the hcp could only inject 19ml into the pump, could not get the last 1ml in. Hcp reported that they could aspirate freely. No symptoms were reported. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.